Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went to the emergency room with congenital heart block (heart rate in the 30s) due to the outer coil of the right ventricular (rv) lead being fractured. The fracture was verified on x-ray. Clavicular crush was also noted. The lead was capped and replaced on apr 12, 2021. The patient was stable.